Manufacturer narrative:
The device was rec'd and evaluated by depuy synthes power tools. The reported condition of cord damage was confirmed. During the pre-repair assessment, it was noted that the device had cord damage. If add'l info becomes available, a supplemental report will be submitted.

Event description:
Report rec'd from (B)(6) stating that service was required for the device. During service, it was noted that the device had cord damage. The device was not being used in surgery. No injury or medical intervention were reported. There was no add'l info provided.